Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring, scratched case, missing display window cover, pillowing keypad overlay, fading end cap address label, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ring by the reservoir had got loose. Customer's blood glucose value was 8.2mmol/l. Insulin pump will be returned for analysis.